Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that the customer reported that the edges of the gauze frayed in the wound bed. The gauze had been unfolded to the next to the last ply. The physician used forceps to remove the pieces of gauze from the wound.